Manufacturer narrative:
The account replaced both gas springs to repair the stretcher.

Event description:
The account alleged the head of bed is all the way up and will not lower. No injuries. He thinks that they have the head raised and the pt is pushing in labor so hard that it is causing the gas spring to leak oil and get locked in position.